Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump motor sounds labored and motor makes grinding noise. Customer stated that insulin pump was louder during rewind. Customer stated that insulin pump had a unexplained no delivery alarm which was not due to site issue. Customer stated that no delivery alerts becoming more frequent. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.